Event description:
It was reported that during hospitalization the pt experienced bradycardia and hypotension. Start dates was in 2005 and stop date was 2 days later. Total in-patient hospital stay post carotid procedure was 4 days. The condition is not pre-existing and is felt to be product related. Inotrope and dopamine were administered and the bradycardia and hypotension was successfully treated with both heart rate and b/p returning to baseline after 48 hours without further intervention. The pt was discharged in stable condition 2 days later.